Event description:
During the process of notifying the patient that device may be nearing end of service, it was discovered that the patient had passed away. A cause of death was not known at the time of the initial report. Attempts to obtain additional information have been unsuccessful to date.